Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that, "during the surgery, a box of hydroset 3 cc was opened. It was mixed, handled loaded and injected per the instructions in the operation technique guide. After the hydroset was injected into the void, the surgeon stated that it was not starting to harden. After 8 minutes, he still noticed no charge in the consistency of the hydroset. At that time, he removed the hydroset from the void."